Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding multiple patients receiving intrathecal gablofen (concentration; dose; lot unknown) via an implantable infusion pump. The physician believed there was a problem with volume discrepancies. The physician was tracking the pumps and they had 2 pages of patients with a summary of their volume discrepancies. Dye studies had been done on some of the patients and no problems had been found but they had to increase the dose on some of the patients. The reporter stated that they were always seeing that the pumps had more, not less, than expected and the volume discrepancies ranged from 1.5ml to 8.7ml. The reporter stated that the account used unmarked gablofen syringes so they were unsure how much they were actually putting in the pumps. The reporter indicated that the amount of medication put in the pump was more than the pump capacity and stated that the extra volume that fit in the pump could vary. The cause of the events was unknown. There were no patient symptoms. Additional information was requested regarding patient and device information, other medications the patients were taking, patient medical history, indication for pump use, event dates, specifics on the volume discrepancies, patient symptoms, troubleshooting performed, actions/interventions taken, and the cause of the events. A supplemental report will be submitted if additional information is received.